Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was getting or had a revision. The hcp stated that they did not know the reason for the battery revision. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd (B)(4) has been replaced with (B)(4) as there was no device allegation alleged. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the revision was performed on (B)(6) 2018. It was reported that the patient recently had back surgery with complications, leading to pain in buttocks that radiated down the leg at ins insertions site.